Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen - unreadable issue was verified. Additionally, the alleged touch screen - cracked/shattered issue could not be verified; however, a different issue was identified.